Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. Reportedly, the pump alarmed for call service 064 at random. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/29/2014 with the following findings: visual inspection of the pump found some cosmetic damages. The pump failed to power up due to moisture damages. Due to the power issue, the investigation was unable to download the black box data and conduct the remaining testing. The reported call service alarm was unable to be fully investigated and no conclusion can be drawn.